Event description:
At 236 days post-op, an ultrasound showed no adnexal mass. At 239 days post-op, a CT showed fatty liver and no bowel obstruction. At 252 days post-op, an x-ray of hip and pelvis showed no changes in pedicle screws of l4/5 with stable caged fusion device in place at l4/5 and no fractures. At 310 days post-op, the patient presented with chronic lower back pain with lumbar radiculopathy. Patient complained of increasing bilateral hip pain with radiation of pain down onto lower extremities and both feet. Average pain in back is 8/10, average pain in legs is 10/10. Patient also has pain from hips into bilateral groins, left worse than right. Pain is stabbing, sharp. Pain is worse walking, standing for long periods, any type of movements or bending of knee and hip. Patient is experiencing difficulty sleeping, feeling blue, difficulty with intercourse and changes from chair to standing positions exacerbates the pain. As of yet, x-rays of hip do not show severe degeneration or osteoarthritis of hips. It was noted in medical records that the patient will have MRI (B)(6) 2005. Patient was not taking pain medication; pills did not remain in her system; patient had gastric bypass. Patient was using a tens unit for symptomatic relief.

Event description:
It was reported that the patient presented with l4-5 degenerative disk disease. The patient underwent a minimally invasive l4-5 fusion via lateral peritoneal approach using rhbmp-2/acs, local bone and xlif hardware. The rhbmp-2/acs was placed within the cage. Per the operative notes, "on spinal fluoroscopy, it became evident that the cage had tilted slightly, but otherwise had achieved excellent press and fit. Due to the secure fit of the cage, it was felt that revision at this point in time was not indicated." This procedure was followed by minimally invasive posterior l4-5 nonsegmental bilateral pedicle screw instrumentation with local bone and rhbmp-2/acs. The rhbmp-2/acs was "admixed with local bone harvested during the partial discectomy and partial corpectomy from the anterior procedure, was then also placed posterolaterally between l4 and l5 without difficulty." No complications were noted. The pathology report of the removed l4-5 disc indicated "degenerative fibrocartilage with small fragments of unremarkable bone and skeletal muscle." The patient "was in severe pain postoperatively and was placed on a pca for controlled analgesia. On postoperative day one, the patient was unable to ambulate ... She was in a severe amount of pain. She was placed on p.o. Analgesics, as well as a pca. On postoperative day two, the pca was discontinued. The patient was placed on p.o. Pain medications, able to ambulate." Two (2) days post-op, a CT scan of the lumbar spine was interpreted to indicate that, "there is intact appearance of the vertical posterior connecting rods. There is a left paraspinous psoas muscle hematoma and swelling" there is normal appearance of the pedicle screws. Left paraspinous postoperative soft tissue swelling is present. "At 4 days post-op, ap and lateral x-rays of the lumbar spine indicated "a prosthetic cage at l4-5 which is somewhat tilted on the lateral projection at the disk level. The posterior aspect of the cage is tilted inferiorly. Vertebral bodies are normal in alignment. The rest of the disk spaces are unremarkable." Postoperative changes status post fusion of l4-5 with interpedicular screws and a vertical rod and prosthetic cage at l4-5 disk level, which is slightly tilted, as described. Postoperative changes in both upper quadrants. Lucency overlying the right iliac wing is likely due to overlying bowel gas." A CT of the lumbar spine indicated "no significant abnormalities." The patient was discharged on pod 4. At 21 days post-op, the patient presented to the ER with discharge from the wound above the left hip, per the physician's notes the patient noted the discharge 4 days prior to presenting to the ER. The patient cleaned the wound herself twice before presenting to the ER. Per the physician's notes, "the patient has what looks to be a localized superficial wound infection of the xlif incision over the left hip. On palpation there is no indication that the infection spreads deeper than the subcutaneous tissues. No discharge could be obtained at the time of examination." White count is normal. CT scan of the abdomen and pelvis interpreted as follows: "post incisional changes of the left flank without obvious abscess within the subcutaneous fascia. Markedly diminished swelling and fluid in relationship to the left psoas. A small residual fluid collection is present with surrounding contrast enhancement. This appearance may be within normal limits postoperatively." The patient was placed on keflex. At 52 days post-op, the patient presented with wound drainage from the left iliac crest incision. A CT scan was interpreted as follows: "did not demonstrate any abscess in the surrounding area or any fluid collections" on discharge her physical examination was unremarkable except for a left iliac crest incision that was not erythematous, but had slight drainage." The patient was placed on IV antibiotics for the duration of her admittance and was discharged with oral antibiotics. At 54 days post-op, a CT scan of the abdomen and pelvis was read and interpreted as follows: "no abdominal abscess identified. Right ovary with cyst. Enlarged left-sided ovary or uterine fibroid." At 120 days post-op, the patient presented with continued back pain and left-sided l4-5 radicular pain. CT myelogram was ordered. 129 days post-op, a CT myelogram of the lumbar spine was interpreted to indicate: "post-surgical changes of posterior fusion of the l4 and l5 vertebral bodies. The interbody graft is slightly angulated, but excellent purchase was obtained. The graft is located along the mid aspect of the l4-5 disc space. The pedicle screws are in adequate position. There is no evidence of nerve root impingement at any level. The spinal canal, lateral recesses and neural foramen are adequately patent at all levels. Small posterior disc bulges are seen at the l3-4, l4-5 and l5-s1 levels. The nerve root sleeves are all normal in appearance. There is no evidence of nerve root clumping at any level. The previously noted inflammatory change in the left psoas muscle has resolved in the interval." Approximately 8 months post-op, the patient had a fall which required hospitalization for history of atrial fibrillation. At that time, she also had some dental trauma as well. Ap and lateral ls-spine films reportedly demonstrated a good fusion mass at l4. At 302 days post-op, the patient presented with severe pelvic pain and bilateral hip pain, lower extremity pain and weakness, and urinary incontinence that had gotten worse lately. Patient was referred for chronic pain management and consideration for a spinal stimulator. Patient was scheduled for an epidural steroid injection. At 310 days post-op, the patient presented with chronic lower back pain with lumbar radiculopathy. Allegedly, since receiving bmp, it is claimed that the patient has developed infection, intense pain, numbness and/or urogenital problems.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.